Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was high; the customer's meter read 600 mg/dl but the customer stated that her blood glucose was closer to 700 mg/dl . No symptoms were mentioned regarding the high blood glucose; however, the customer treated with an insulin pump bolus and a manual insulin injection. Troubleshooting was initiated and the drive support cap appeared normal. The insulin pump settings were programmed accurately as well. A high pressure test could not be performed due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir, and insulin and treat per health care provider's instructions. No products were returned and a tubing clamp was shipped to the customer.